Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-09063. It was reported that a balloon rupture occurred. Vascular access was obtained through a contralateral approach via the femoral artery. The 100% stenosed target lesion was located in the heavily calcified and severely tortuous superficial femoral artery (sfa). A 4.0mm x 150mm x 150cm coyote balloon was advanced to the target lesion and was then noted to be ruptured. A 4.0mm x 220mm x 150cm coyote balloon was also advanced to the target lesion and was also noted to be ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is ok.